Event description:
It was reported that the patient expired four days following a drg trial lead insertion without apparent complications. This is a cardiopulmonary death related to the stress of anesthesia and surgery.